Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several momentary disconnections between the controller and batteries within the analyzed period. Momentary disconnections will result in an audible tone. It is likely the observed momentary disconnections are related to the reported unstable/poor mechanical connection and "power disconnect". As a result, the reported ¿power disconnect¿ event was confirmed, however, the reported poor mechanical connection could not be confirmed due to insufficient evidence. A power source lubrication procedure was performed on five (5) batteries in accordance with the requirements under fsca cvg-18-q4-19 on 4/feb/2019, 8/mar/2019, 12/jun/2019, 7/oct/2019 and 29/nov/2019, respectively, to mitigate the reported conditions. Two (2) batteries were lubricated prior to release. There is no evidence one (1) of the batteries had been lubricated. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported ¿power disconnect¿ event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though these capas are closed, (B)(6) fall within the bounds of these capas. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported poor mechanical connection event can be attributed, but not limited, to damaged connectors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending. And a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the power port of the controller had poor mechanical connection, and power disconnect. Despite proper connection of the battery and trying all batteries, the controller was exchanged. No patient complications have been reported as a result ofthis event.